Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# unknown, product type: catheter. Other relevant device(s) are: product ID: 8731, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving fentanyl(5000 mcg/ml, 3358.6 mcg/day) and bupivacaine(20 mg/ml, 13.434 mg/day) via an implantable infusion pump for the treatment of non-malignant pain and failed back syndrome-other. It was reported that the patient was in the hospital and a catheter revision would be performed on (B)(6) 2018. A catheter dye study performed earlier that week showed that catheter might be leaking in the spinal area. The event date was unknown. It was later reported that the catheter leak was confirmed and catheter was cur at anchor site. No further complication was reported.

Manufacturer narrative:
Analysis of the implantable catheter (serial # unknown) identified damage to the sutureless connector which was consistent with explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8731, serial# unknown, explanted: (B)(6) 2018, product type: catheter. Previous patient code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a device manufacturer representative. It was reported that the patient had a revision on (B)(6) 2018. The hcp believed that the revision was not successful and felt as though there was still cerebrospinal fluid (csf) leak. The catheter was replaced on (B)(6) 2018. No further complication was reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the infusion pump was delivering fentanyl 5000mcg/ml at 2797.2mcg/ml and bupivicaine at 11.189. There were no further complications reported at this time.